Manufacturer narrative:
The serial number of the customer's cobas 6000 e 601 module is (B)(6) . The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys troponin t hs stat result from one patient sample tested on the cobas 6000 e601 module. The initial result was reported to the patient. At 2:14 am, the initial result was 238.6 pg/ml. At 10:37 am, the repeat result was 17.35 pg/ml. The repeat result was deemed correct.

Manufacturer narrative:
The investigation reviewed the qc data. The qc was within range before the patient sample was run and the system was released for patient measurement. The investigation reviewed the alarm trace; no issues were noted. The investigation reviewed the precision check performed on (B)(6) 2023. The results were within specifications. The investigation reviewed the customer's handling of patient samples. The clot retraction time was at least 15 minutes. The investigation determined that the clot retraction time was too short and should be at least 30 minutes. The investigation determined a general reagent problem was not present because the qc before the event was within the specified ranges. The investigation determined the event was consistent with a preanalytic issue at the customer site (clotting time too short). Preanalytics are within the customer's responsibility. The investigation did not identify a product problem.